Manufacturer narrative:
The report was received by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of returned complaint samples is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer reported experiencing a right eye corneal ulcer in 2007 associated with wear of o2optix contact lenses & use of equate multi-purpose lens care solution. Treatment consisted of zymar and lens wear was resumed four days later. Request has been made to eye care professional for additional information, however, no further information has been provided.